Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported exhibited dizziness. Upon interrogation, it was revealed that the right ventricular lead exhibited noise. The right ventricular lead was capped and replaced on (B)(6) 2020. There were no consequences to the patient.